Event description:
It was reported that the user experienced repeated occlusion alerts while at work that persisted despite acknowledgments, which resolved after the user changed supplies and replaced the infusion set. Investigation of this case revealed that the occlusion alerts were associated with the prior infusion set and that replacement of the set corrected the issue, consistent with an infusion delivery pathway obstruction related to the infusion set component. Symptoms included device occlusion alerts without reported adverse clinical effects. Outcomes included restoration of normal operation following the supply and infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set¿related occlusion that was corrected by supply replacement.